Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of potentiometer error. The fse determined the cause of the problem to be faulty collimator. The fse could not get parts for service. The collimator is a restriction of x-radiation to the area being examined or treated by confining the beam with metal diaphragms or shutters with high radiation-absorption power. In addition to protection the patient and others from scatter radiation, beam collimation reduces radiographic density. The collimator allows the user to view images at any angle, and area. Normal wear tear can cause potentiometer errors. The collimator could cause this issue. Based on age of the system, manufactured before 1994, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This complaint does not represent a malfunction.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The collimator was evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.